Event description:
Pt left a voice message asking for sample of ams mini-arc mesh because she has developed a rash and wants to rule out possibility of allergy to this mesh. Pt was implanted on (B)(6) 2010. No further info provided.

Manufacturer narrative:
No device malfunction was reported. Serial number not provided for history review. Allergic reaction is listed as a potential complication in the IFU. Attempts to obtain additional info were unsuccessful. No conclusion can be drawn.